Event description:
Additional information was received that the patient has been refusing to eat since the device was disabled due to high impedance. The staff at group home are thinking that the vns therapy has helped with patient's behavioral issues and since it has been off, patient has had this problem. Patient's vns was turned on (B)(6) 2016 in hopes to improve patient's behavior. The suspect lead was received on (B)(6) 2016. A suspected coil break was identified in both the positive and negative lead coils. Scanning electron microscopy images of the first returned portion show that pitting or electro-etching conditions occurred at both the negative and positive coil ends. In the vicinity of the mating break location (2nd returned portion), a secondary stress-fissure was identified in one strand of the negative coil. Due to metal dissolution, the fracture mechanism cannot be ascertained. Also, scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions occurred in the area where the dark appearance was noted. Images of the positive coil mating end suggest that the coil was cut/torn on at least three strands of the quadfilar coil. One strand of the positive coil shows mechanical distortion (smoothed surfaces). Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
High impedance was reported to have been observed on (B)(6) 2016 after a recent generator replacement on (B)(6) 2016. During the replacement surgery on (B)(6) 2016, the impedance was within normal limits per the or support specialist. Clinic notes dated (B)(6) 2016 were received for patient's surgery referral. Notes indicated that the interrogation of vns showed high impedance. On (B)(6) 2016, the physician planned to turn off vns and order x-rays to determine if lead revision is necessary. Additional information was received that the device was programmed to "0 ma." Ap and lateral x-rays of the neck and chest of patient were reviewed. The connector pin of the lead visualized as being fully inserted inside the connector block.. Patient underwent lead revision surgery on (B)(6) 2016. During the surgery, the physician stated that there were no obvious issues observed on the visible portion of the lead that extended out of the chest incision. He also stated the lead pin may not have been inserted completely. The lead pin was removed, examined and reinserted into the generator header. Complete pin insertion was verified by the surgeon. System diagnostics indicated high impedance. The lead pin was removed and the test resistor was inserted in the generator. System diagnostics with the resistor indicated normal impedance. The test resistor was removed and the lead pin was inserted one more time. System diagnostics indicated an impedance of >10,000 ohms. The surgeon then proceeded with replacing the lead wire. Once the new lead was implanted, system diagnostic test results were within normal limits. The explanted lead will be returned but has not been received to date.